Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint and found the instrument to be broken at the distal clevis. One of the ears has broken off at its base. A piece of clevis ear (approx .280" x .215" in size) and the conductor cap are missing. The yaw pulley clevis is loose because it is no longer constrained by the clevis. The extruded boss feature on the central yaw pulley hub that mates with the slot on the inner surface of the clevis ear is broken off. The piece of yaw pulley that holds the cable crimp in place is also broken, allowing the crimp to partially come out of the yaw pulley. The fracture location of the clevis ear is consistent with overloading the tip with the wrist pitched. No other damage found. Per the case notes, the missing pieces were retrieved from the pt and the procedure was successfully completed.

Event description:
It was reported that during a da vinci s myomectomy procedure, the plastic tip of the permanent cautery hook instrument fell inside the pt and was retrieved. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.